Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, three days after the implant of a 29 mm sapien 3 valve in mitral position by transapical approach, severe mitral valve regurgitation was displayed on tee. An urgent balloon mitral valvuloplasty was performed and severe mitral valve regurgitation improved. Patient was stable after procedure and his condition is followed up in ccu.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention.  Several procedural and anatomical factors which could contribute to pvl, includes device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium, bulky or severe calcification, an elliptical annulus shape and valve under-sizing.    It should be noted that the thv was deployed in the native mitral valve. In taiwan, the edwards sapien 3 valve is currently indicated for use in patients with severe, symptomatic, calcific aortic valve stenosis who are judged by a heart team, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the paravalvular regurgitation cannot be determined, however, as it was resolved after valve post dilatation, it may have been related to incomplete deployment of the valve due to patient/procedural factors not provided.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.